Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient received an air detected in cassette and a draining slowly alarm during drain 4 of 4 of treatment prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from either the tubing or catheter port. The cause of the leak is unknown. The patient was not able to remove cassette/tubing set while the cycler was off. The patient also was unable to open cassette door. Technical support explained that the tubing set was being removed at the wrong screen. The patient was then able to reboot the cycler, open the cassette door, and remove the tubing set. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event, however, did not know exactly where the fluid leak had occurred. The patient was seen at the clinic and the pdrn confirmed that the pd catheter had no holes and the transfer set was in working order. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceftazidime (1 gram, intraperitoneal, one day) and vancomycin (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, no leak, kink or any damage was found and the set was in the expected condition. After the product sample was disinfected, the complaint product sample was visually inspected and no problems were found in the product, no damage on the line, tears on the cassette nor other problems were found. However, during the functional test a leak was found. During the inspection with the microscope, some damage in the port of the cassette was detected and all lines were partially detached. There was a visible crack on the cassette port. Since this is a molded component, this kind of damage could have the following potential causes: human error / lack of training /failure to follow procedures. Use of an incorrect molding process parameters form. Issues with equipment or resin properties. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient received an air detected in cassette and a draining slowly alarm during drain 4 of 4 of treatment prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from either the tubing or catheter port. The cause of the leak is unknown. The patient was not able to remove cassette/tubing set while the cycler was off. The patient also was unable to open cassette door. Technical support explained that the tubing set was being removed at the wrong screen. The patient was then able to reboot the cycler, open the cassette door, and remove the tubing set. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event, however, did not know exactly where the fluid leak had occurred. The patient was seen at the clinic and the pdrn confirmed that the pd catheter had no holes and the transfer set was in working order. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceftazidime (1 gram, intraperitoneal, one day) and vancomycin (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.